Manufacturer narrative:
(B)(4), as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The patient had undergone ten rounds of spinal radiation since the last device check. The hcp reported that a two letter error code (da) was displayed upon interrogation of the device. Ts explained that radiation treatments likely caused a bit flip to occur that caused a temporary reset. The hcp was able to continue with the device check and confirmed that the device was on. Ts suggested that the hcp should continue to perform a normal follow-up. The available information suggests that this device remains in-service and no adverse patient effects were reported.